Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4). Description: infinion 1x16 perc lead kit-50cm model #: sc-3400-30, serial #: (B)(4). Description: infinion splitter 2x8 kit (30cm). The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's lead were showing high impedance. It was also noted that the patient had inadequate stimulation. The patient underwent a revision procedure wherein the leads and splitters were explanted. Lead malfunction was suspected. The patient was reportedly doing well.